Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
A stanmore patient specific implant prescription form was received for the patient's right acetabulum. Noted on the form "gross loosening. Severe bone loss and probably pelvic discontinuity. (Requesting) tri-flange acetabular component. Cemented cup option. Please restore centre of rotation." Rep confirmed that stryker implants are in situ. Proposed date of surgery is (B)(6) 2021.